Event description:
It was reported that the communicator displayed a flashing red call doctor icon. The communicator had difficulty sending the communication, and boston scientific technical services (ts) walked the patient through successfully sending the communication. Ts noted the notification was due to out-of-range shock lead impedances, and the patient was referred to the clinic. The device and leads remain in service. No adverse patient effects were reported.